Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-mar-2023. H6: investigation summary our quality engineer inspected the 2 photos and 2 samples submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the samples. Analysis of the sample photos showed that in the first photo the needle pierced through the mid-section of the catheter tubing, then in the second photo the needle pierced through the tip of the catheter tubing. Upon review of the returned samples the first sample had the needle pierced through the catheter mid-section, while the second sample passed the visual inspection with no defects observed. Bd determined that the cause of the failure was associated to the product application. In the event description verbatim, it is mentioned that ¿if the needle is briefly withdrawn outside the patient and then carefully advanced again, the plastic cannula may be punctured with the needle¿. The instructions for use (IFU) documentation recommends against performing such action with this product. IFU documentation states ¿if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert needle into the catheter tubing as damage may occur.¿ production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that the bd insyte¿ IV-winged catheter needle went through catheter. The following information was provided by the initial reporter, translated from german to english: if the needle is briefly withdrawn outside the patient and then carefully advanced again, the plastic cannula may be punctured with the needle in the area of the thickening.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV-winged catheter needle went through catheter. The following information was provided by the initial reporter, translated from german to english: if the needle is briefly withdrawn outside the patient and then carefully advanced again, the plastic cannula may be punctured with the needle in the area of the thickening.